Event description:
This customer questioned the functionality of the internal paddle set. There was no report of death or serious injury.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.